Event description:
The pt received two trial leads with the same lot number. It was reported the pt had numbness in her left hand and arm after the explant of her trial leads. The pt reported the sensation made her arm feel heavy. Follow-up identified the pt was well, and the physician had not scheduled further follow-up.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.